Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the drip chamber meets the tubing. This was observed during patient infusion with chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed, and it was observed that there was a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber was according to specification. Priming was also performed, and a leak was observed between the assembly of the tubing into the drip chamber. Dimensional testing was performed at the tubing and was according to the specifications. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.